Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure, the error message "amplifier off or not connected" appeared and as the issue could not be resolved, the procedure was cancelled. All the cables were check except for the fiber optic and ethernet converter, but the issue remained. There were no adverse consequences to the patient. During further troubleshooting, all the connections and cables were tested and the issue did not reoccur.